Event description:
The complainant reported that there was access site bleeding, noted by the oozing at the groin site. The bleeding was resolved by giving the patient one blood bag per day as hemoglobin levels significantly decreased. Additionally, the patient was not able to be weaned from support and expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 manufacturing site facility name was reported incorrectly on manufacturer device report 1220648-2024-24600. G1 manufacturing site fax number was reported incorrectly on manufacturer device report 1220648-2024-24600.